Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the patient presented with the esophageal dilatation. No gastric band malfunction was suspected. There were no other patient complications.